Event description:
It was reported to boston scientific via an article published in the journal of endourology that a study was aimed compare the results of retrograde ureteral stent (rus) and percutaneous nephrostomy (pcn) procedures for decompression in patients with acute obstructive pyelonephritis. A total of 155 patients between january 2020 to january 2022 were included in the study. 73 patients who underwent pcn were given a placebo 1 week before the flexible ureteroscopy and for another 2 weeks after the procedure; and 82 patients who underwent rus received 0.4 mg of tamsulosin once daily for 1 week before the surgery and underwent active dilatation using semi-rigid ureteroscopy followed by 2 weeks of oral tamsulosin intake after the procedure. Once in the procedure, after achieving local anesthesia, the bladder was accessed through the urethra. A sensor wire was inserted into the ureter through cystoscopy. Within the postoperative complications, it was reported that 27 patients required intensive care, while 20 has unspecified complications.

Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name (B)(6). Block g2: literature source: suceken-2024. Efficacy and safety of two different approaches in the drainage of the upper urinary tract in "acute uropathy": a critical evaluation: journal of endourology volume 00, number 00, month 2024, www.liebertpub.com 12/10/2024. Block h6: patient code e1906 captures the reportable event of infection. Impact code f0801 captures the reportable event of intensive care.

Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name - (B)(6) hospital. Block g2: literature source: suceken-2024. Efficacy and safety of two different approaches in the drainage of the upper urinary tract in "acute uropathy": a critical evaluation: journal of endourology volume 00, number 00, month 2024, www.liebertpub.com 12/10/2024. Block h6: patient code e1906 captures the reportable event of infection. Impact code f0801 captures the reportable event of intensive care. Block h11: correction to block b5 and article attached in the MDR attachment field.

Event description:
It was reported to boston scientific via an article published in the journal of endourology that a study was aimed compare the results of retrograde ureteral stent (rus) and percutaneous nephrostomy (pcn) procedures for decompression in patients with acute obstructive pyelonephritis. A total of 155 patients between january 2020 to january 2022 were included in the study. 73 patients who underwent pcn were given a placebo 1 week before the flexible ureteroscopy and for another 2 weeks after the procedure; and 82 patients who underwent rus received 0.4 mg of tamsulosin once daily for 1 week before the surgery and underwent active dilatation using semi-rigid ureteroscopy followed by 2 weeks of oral tamsulosin intake after the procedure. Once in the procedure, after achieving local anesthesia, the bladder was accessed through the urethra. A sensor wire was inserted into the ureter through cystoscopy. Within the postoperative complications, it was reported that 27 patients required intensive care, while 20 had unspecified complications.